Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during the bolus procedure. The blood glucose reading was 243 mg/dl. The customer was in a cruise when the alarm occurred. It was also stated that there was a threshold alarm. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked keypad connector on lcd board. No button error alarm noted during testing. Unable to verify for low suspend alarm or perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to no button response. The insulin pump received with minor scratched display window and cracked reservoir tube lip.